Event description:
The reporter stated that a pt was receiving an infusion of morphine sulfate (mso4) via a baxter I-pump infusion device and had a respiratory arrest. It was reported that the pump was programmed to deliver a 1mg/hr basal rate with a 1.5mg/hr pt controlled analgesia (pca) dose with an unk lockout delay. It was reported that the basal rate programming on the pump was discontinued around 0800 on the event date due to the pt's response (assumed to be somnolence), but the pca programming remained in place. It was reported that some time between 0800 and 1100 the pt recevied a pca dose prior to a dressing change and that at about 1130 the pt had a respiatory arrest. It was reported that the pt was administered narcan (dose and route unk), intubated and transferred to the intensive care unit. The reporter stated the pt has since recovered and was transferred to a step-down unit with no sequelae from the adverse event. A follow-up with the biomedical engineer revealed that they are not sure if the result was due to the pump. The biomedical engineer stated that they " may have given the pt too much morphine, so there is a good chance it's not the pump".